Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 from or specialist that she was on site at a patient¿s generator replacement. It was confirmed that the patient¿s old generator was removed, a new one was placed, communicated with before the patient was closed and then after the patient was closed. The generator is placed near the patient¿s armpit and the patient is large. The or specialist was trying to perform a final interrogation on the patient¿s device and could not establish communication. She received a communication error that prompted her to reposition the programming wand and try again. She did so and still failed to communicate. She changed the batteries in her wand but the issue persisted. The connections on the programming system were checked, the tablet was restarted, confirmed the new wand battery was adequate (it was 30+ plus of illumination on the power light), and increased the distance between the programming wand and tablet. She confirmed she could palpate the generator under the tissue and had the patient reposition herself so that she could get better access to the battery. The patient was also moved from the or into the recovery room. The problem persisted here. At this point the patient was turned on her side (slightly as she could not move on her right due to a pre-existing non-vns pain on her right side) and stretched her arm above her head. The problem persisted. No other programming system was available to test the generator with. The previous generator as well as this generator in the or were interrogated without issue. No demo product was available to test connection with. No alternative connector cables were available. The surgeon confirmed that no cautery was used after the new generator was introduced to the sterile field. The implant depth of the generator in the patient's tissue is stated to be less than one inch deep. Follow-up showed that the issue was found to be a faulty usb serial cable and once swapped out the issue resolved. It was also confirmed that the patient's generator was able to be communicated with post-op on (B)(6) 2016. The serial cable has not been received to date.